Event description:
This (B)(6) male pt in the (B)(4) study had thrombosis in the iliac leg found on CT 60 days post procedure. The pt was treated on (B)(6) 2014 for a 4.3 cm left common iliac aneurysm. The maximum abdominal aortic diameter was 2.4 cm. The pt received the following devices: branch graft - distal edge in left eia, atrium icast stent: 9 mm x 38 mm, zenith aaa main body, iliac leg graft (same side as branch-left), iliac leg graft (opposite side as branch - right). There was no difficulty deploying any of the devices. No other devices were placed and no other procedures were performed. A molding balloon was used without difficulty. At the conclusion of the procedure, the devices were patent with no kink or endoleak. Core lab review is not yet available. On (B)(6) 2014 (60 days post procedure), the pt returned for the 30 day follow up imaging and clinical assessment. The left pedal pulse was absent but all other pulses were present. Blood work included a hemoglobin of 17.1 g/dl and a hematocrit of 49.3% the CT scan showed loss of patency in the iliac leg graft on the same side (left) as the branch graft. A secondary intervention of thrombolysis was done for the occlusion of the left iliac leg graft.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to occlusions, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occuring or lessen the associated effects; anatomical criteria, anatomical conditions, importance of accurate placement, specific to this case zenith ifus state. "Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." "Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." It was concluded that the failure mode for this case was occluded. The failure mode assigned to this case is occluded. By report at 2 month follow-up for a zenith endovascular procedure there was an observed occlusion of the iliac leg graft and secondary minimally invasive treatment was necessary. No product or imaging were returned to assist with this investigation, and limited information was provided. Based on the information a definitive root cause cannot be determined or reported at this time. There is no evidence to suggest that the device design or functionality contributed to this event. The risk was evaluated and the event was trended as moderate harm to the patient. We will continue to monitor for similar complaints and notify the appropriate personnel.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.